Event description:
It was reported that approximately 6 weeks after surgery, patient presented a periprosthetic fracture at the proximal tip of the nail.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, the radiographic images provided confirm the reported peri-prosthetic tibial fracture proximal to the nail and appears it could be within an old screw hole. Its not known if the patient had another im fixation prior to cause the other screw holes. In the absence of the explanted prosthesis and without information related to the patient¿s medical history, bone quality, fall/trauma history, a definitive root cause of the reported fracture cannot be determined but it occurred at a weak point in the bone due to an old screw hole as well as where the proximal end of the tibial nail can¿t support. Early weightbearing cannot be excluded as a contributing factor. The future impact to the patient beyond the revision cannot be concluded. Should any relevant clinical information be provided, this complaint would be re-evaluated. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.